Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot plz327, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy of gynecology procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/30/2020 additional information: d10 h3 evaluation: an empty opened foil, a needle/suture piece and a suture piece of product were returned for analysis. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected and no needle pull off was noted; however, the suture attached to needle and the suture piece presented with body fluid and damage due to use. The fixation tab was broken at the strand appears to be use of a surgical instrument. No functional tests could be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch per the conditions of the sample received, no suture needle pull off was found.